Event description:
Patient presented to physician with open sense lead incision. Patient has special needs and is non-verbal. The physician believes the patient scratched at the incision, causing it to open. The physician brought patient into the or, irrigated the incision with antibiotics and reclosed the incision. Cultures were negative for infection and the incision has remained closed. The patient has resumed therapy and the issue is resolved.